Event description:
During surgery, it was found upon opening the package that the sterile package was fractured and the sterility was compromised. A back-up product was used. The sales rep addressed an assumption that the foam was not properly set in the package thus the tip of the screw was not covered by the foam, accordingly the lag screw was hitting the package directly while transportation.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.